Event description:
It was reported that the symptomatic patient presented to the emergency room with post-sensed r-wave undersensing on the ventricular lead. The patient received one therapy from the device that broke the rhythm. When the tachycardia returned, external defib was administered. Only 1 out of 5 stored episodes showed that therapy was delivered. The ven- tricular sensitivity was increased to resolve the issue, but it was reported that the patient expired the next morning.